Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed) and there was blood/body fluid on the outer tubing overlay and lobe mechanism.

Event description:
It was reported that the left ventricular lead caused diaphragmatic stimulation in the patient. The lead was explanted and was replaced by competitor's lead. No patient complications have been reported as a result of this event.